Manufacturer narrative:
The device logs were reviewed and the reported issue was confirmed. As the problem was discovered prior to use and a warning message displays, use of the device is prevented until the issue is resolved. The investigation findings showed no risk of serious harm and no serious risk should the event recur. However, spacelabs is filing this report as requested by the FDA letter dated october 10, 2017.

Event description:
Spacelabs received a report that on (B)(6) 2016, an error message was discovered displaying on the arkon display unit. The device was not in patient use when the issue was discovered. No injury was reported.